Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2017 with the following findings: a review of the black box showed multiple call service 128 alarms. The battery compartment was cracked above the grip pad. The returned battery cap was undamaged and was able to fit. Evidence of moisture corrosion was found in the battery canister and on the battery cap. A leak was found in the battery compartment. The pump powered up correctly and all currents were within specifications. The pump cover was removed to find further moisture to the continuous glucose monitoring module. The short battery life complaint was unable to be duplicated. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. It was alleged that the battery compartment was cracked and there was moisture in it. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.